Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event 600 mg/dl. The blood glucose reading at the hospital was 493 mg/dl. Customer was feeling sick, nauseated and vomiting. Customer had broken his back two weeks ago. Hospital treated IV drips. Nothing further reported.